Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was returned for investigation. Visual inspection revealed that the cannulas were damaged in the fenestration areas. The investigation results indicated that the most probable root cause was excessive force used during cleaning, or an incorrect cleaning technique. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the inner cannula of a smtihs medical tracheostomy had broken between the third and fourth fenestration hole. No patient injury resulted.